Manufacturer narrative:
A visual evaluation of the returned capio slim device revealed that the device has the carrier broken at the crimped section and two rivets are loose. It was determined that the supplier used molds worn out and in bad condition. This was likely due to a supplier manufacturing issue. The supplier has since completed an investigation to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that another complaint has been reported for the same lot number by a different customer due to a different reason.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a procedure performed on an unknown date. According to the complainant, the needle would not deploy and would not recoil. This event has been deemed reportable based on the investigation results: the device has the carrier broken at the crimped section.